Event description:
It was reported that the patient was punctured with the catheter power PICC 5fr using the ultrasound and the properly guide for the vein. It was stated that they observed resistance when introducing the guidewire and they did not go on with the introduction. They tried to remove the guidewire and the needle together, however it was unsuccessful once the needle was completely removed and the guidewire got inside the patient and it was difficult to remove. During the removal, it was observed the tip of guidewire has a knotted.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and was determined to be use related. One segment of the distal end of a 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the segment was observed to be knotted, with the knot about 4 mm proximal to the distal tip. A microscopic observation revealed the coils of the section of the guidewire that was knotted were disjointed and kinked, and the core wire could be seen between the coils in this section. Several kinks were observed in the coiled wire proximal to the knot. The weld tip was observed to be present and intact. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance. The product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿ a lot history review (lhr) of recr2246 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of difficult to remove guidewire is confirmed and appears to be related to the use of the device. One photo sample of a guidewire was provided for investigation. Dried use residue was present on the guidewire. Slight curves in the wire were present on the visible section of the wire and a knot was formed near the distal end. The wire appears to be intact. The formation of a knot in the guidewire is indicative of advancement and retraction of the guidewire against resistance. The event description indicates that resistance was experienced when introducing the guidewire which further suggest use related factors likely contributed to the reported event. Since a knot was observed on the photo sample provided and likely caused a difficult removal, the complaint is confirmed. A lot history review (lhr) of recr2246 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was punctured with the catheter power PICC 5fr using the ultrasound and the properly guide for the vein. It was stated that they observed resistance when introducing the guidewire and they did not go on with the introduction. They tried to remove the guidewire and the needle together, however it was unsuccessful once the needle was completely removed and the guidewire got inside the patient and it was difficult to remove. During the removal, it was observed the tip of guidewire has a knotted.